Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, chose to reset pump, and was able to use touchscreen again after reset, and issue was resolved.